Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that following a system revision due to infection, this right ventricular (rv) lead was temporarily implanted in the pt's neck and connected to a cardiac resynchronization therapy defibrillator (crt-d) placed on the outside of the body. It was reported that the pt was pacemaker dependent. During a routine f/u one day post implant, the lead exhibited increased threshold measurements resulting in 3.5v. Decreased r-wave measurements resulting in 1.8v were also observed. Impedance measurements were noted to be 670 ohms. Device outputs were reprogrammed to 7v. No adverse pt effects were reported. The lead will be monitored. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.